Event description:
Review of the manufacturer's database indicated that the patient had died approximately six months post the implant of the replacement implantable cardiac defibrillator and defibrillation lead.

Manufacturer narrative:
All information known was provided per the complainant. Therefore, no attempts for additional information will be made.the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.